Event description:
It was reported that during a vena cava filter placement procedure in the lower extremity, the claw of the vena cava filter allegedly failed to be deployed all the way in the process of filter release. It was further reported that the filter limbs allegedly failed to expand fully after the filter deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter was returned for evaluation and reviewed. Upon visual evaluation, the touhy-borst adapter was attached to the dilator hub and filter received deployed with all limbs present and one leg was noted to be bent. Based, on the returned sample analysis the investigation is confirmed for the identified material twist or bent as bent was observed in one of the legs. However, the investigation is inconclusive for the reported failure to deploy and failure to expand issue as no objective evidence was provided for review. A definitive root cause for the alleged failure to deploy and failure to expand issue and identified material twist or bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025), g3, h2, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure in the lower extremity, the claw of the vena cava filter allegedly failed to be deployed all the way in the process of filter release. It was further reported that the filter limbs allegedly failed to expand fully after the filter deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 11/2025), (device) (medical device lot number)section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during vena cava filter placement via deep venous thrombosis in lower extremity, the claw of the vena cava filter allegedly failed to be deployed all the way in the process of filter release. It was further reported that the filter limbs allegedly failed to expand fully after the filter deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only. The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the denali products is identified in d2 and g4. D4: medical device expiration date- 11/28/2025. D4: UDI- (B)(4). G4: k240257, k160866, k143208, k130366. H4: device manufacture date- 12/01/2022.

Event description:
It was reported that during a vena cava filter placement procedure in the lower extremity, the claw of the vena cava filter allegedly failed to be deployed all the way in the process of filter release. It was further reported that the filter limbs allegedly failed to expand fully after the filter deployment. The procedure was completed using another device. There was no reported patient injury.